Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 19-jan-2017, UDI#:(B)(4).date of the event: (B)(6) 2013 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient has had a lot of medical issues and thinks that they are related to the device. Patient did not go into detail about what the medical issues are. Patient also stated that they had 27 surgeries in their life. Patient mentioned that the health care professional (hcp) did a "profanity" job because the wires were on boobs and over the stimulator. Patient also mentions having battery replaced due to normal battery depletion. Patient wants the manufacturer to contact her so she can get her files released, and patient was redirected to the hcp but will also try to contact the filed reps. No further patient complications were reported/ anticipated as a result of this event